Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed. And it was determined, that the device had a bent/damaged neuro tip and failed pre-test for visual. Therefore, the reported condition was confirmed. The assignable root cause was determined, to be due to component wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Upon follow up with the reporter, the additional information received on the procedure was that the doctor was removing the bone flap on the patient and the first router tip broke. A search was done both in the patient's head and in the drapes but the tips was not found. The second router tip broke when the surgeon tried to get the router from between the flap of bone instead of the burr hole. Tip of the 2nd router tip was in place but broken. The site was irrigated several times by the surgeon and an x-ray was not necessary. The patient outcome has been positive with no complaints. Based upon the additional information received from the reporter, an additional medical device problem code of material fragmentation was added.

Event description:
This is report 1 of 2 for the same event. It was reported that during an unspecified surgical procedure, it was observed that the craniotome device tips (x2) broke while using to cut the flap of the patient. It was reported that one tip was not found but was reported to not be in the patient's head. The area was irrigated well. The tip was so small that it could not be found in the drapes. An rl was completed. The foot plate was bent and broken off during the procedure. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).